Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that home monitoring recording show noise on rv iegm. Patient was checked in office and all values were within range, postural testing could not recreate the noise. Pacing impedance trend on previous implanted device showed multiple impedance values drop below 200 ohms. Lead remains implanted. No adverse patient events. Should additional information become available, this file will be updated.